Manufacturer narrative:
The device was checked for anything that could cause bleeding and nothing was found. No blood was seen, however a tear, and subsequent leak, were observed in the exposed portion of the soft cannula. The cause and timing of the cannula damage could not be determined. Additionally, investigation found the device executed an 0x6a alarm, indicating an occlusion during runtime (threshold exceeded, not at end of bolus). No timeouts or drive stalls were observed in the download data, and nothing was found during the investigation that would have caused the hazard alarm; source of the hazard alarm could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 370 mg/dl, while wearing the pod on the arm between 24 and 36 hours. No information was provided on how the hyperglycemia was treated.